Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. The right ventricular lead exhibited intermittent noise oversensing. The physician capped and replaced the lead during a generator change-out procedure on (B)(6) 2019. The patient experienced no adverse consequences.